Manufacturer narrative:
The insulin pump alarmed during prime test due to protruded/loose drive support disk. The insulin pump received with cracked reservoir tube lip, scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 130 mg/dl. Insulin squirted out during the manual prime process. Customer unable to leave the preparing to prime loop. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.